Manufacturer narrative:
One opened phaco tip with wrench in a tray was received. The phacoemulsification tip was visually inspected and deemed nonconforming. The cannula is bent at the cone to cannula transition area. There was wear on the threads and the back of flange that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip cannula is bent. How and when the phaco tip cannula became bent cannot be determined from this evaluation. The most likely cause of a bent phaco tip cannula is from improper handling of the product. The exact root cause for the bent cannula is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound (us) tip was found bent when opened pak before the cataract surgery. The product was replaced and surgery was completed.